Event description:
Healthcare professional reported left side "capsular contracture, baker grade IV". Healthcare professional additional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation:analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior assessed as a surgical impact opening, for the stress mark in the shell, crease fold and observed 40 mm dark patch edge material inside gel device. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as a surgical impact opening. Reason for reoperation: capsular contracture, baker grade IV.